Event description:
It was reported that the foot right side rail would not lock in the upright position due to a broken timing link. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.